Event description:
Customer reportedly received results of 169 mg/dl and 63 mg/dl within 10 minutes on the mobile system. Customer was feeling unwell when the results were obtained; she ate food after testing 63 mg/dl. No adverse event related to the reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.